Manufacturer narrative:
Expiration date: updated. Manufacturing date: updated. The device history record confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Information available indicated that the device was confirmed to be in good condition prior to use. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during procedure, the coil prematurely deployed. There were no clinical consequences to the patient. No additional information is available at this time.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during procedure, the coil prematurely deployed. There were no clinical consequences to the patient. No additional information is available at this time.